Event description:
On (B)(6) 2014, customer claims toothbrush chipped her tooth.

Manufacturer narrative:
On (B)(6) 2014, consumer reports that upon first use of the toothbrush her tooth chipped. Consumer has agreed to return the product for evaluation.